Manufacturer narrative:
Investigation summary: an analysis was performed on the pictures that were provided by the customer. According to the pictures, the hemostatic valve was observed pushed in the luer hub. The customer complaint was confirmed. Root cause of the valve damage could be related to the procedure; however, this could not be conclusively determined. The returned device was visually inspected and the valve was found dislodged into the hub. The valve could have been detached due to an external force while inserting the device through the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device with lot number 00001194, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab noted a hemostatic valve separation. Initially it was reported that during the procedure ,the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a leaking valve. This sheath was replaced and the issue resolved. No patient consequences were reported. Upon request, additional information was received regarding the event. The backend of the hub was the section that the leaking was observed. The valve/brim cap/hub did not become detached. The sheath was being used on the patient when excessive back bleeding was observed through the hub area. The patient¿s hemodynamics were not compromised. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was subsequently exchanged for a new one and the procedure continued. It was confirmed that there was no patient consequences. The problem did not require percutaneous or surgical removal. The sheath was removed in whole. The leaking hemostatic valve was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Since there was no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be considered a serious adverse event. Since this bleeding event was not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure; or did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on january 29, 2020 that the hemostatic valve was dislodged inside of hub. The friction ring and brim cap remained intact. This returned condition was assessed as a reportable hemostatic valve separation. The awareness date for this reportable finding was january 29, 2020.